Event description:
Iab inserted into rfa iabp error "iab catheter," on 2 different iabps. Fluoroscopy showed iab not properly inflated. Removed 1st iab & sheath & inserted another iab. Second device properly functioned.